Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. From the data log, suction alarm and low flow were confirmed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, the impella cp had low flows. The decision was made to remove the pump and reposition. Obstruction in cannula was noted when removed. The impella was replaced and proceeded with the procedure.